Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that the graphic user interface (gui) was not responding to touch. In the video provided, the user pressed different areas on the display screen and there was no response. The user attached a known responsive gui to the breath delivery unit (bdu) and gui worked as intended. The user reattached the faulty gui and same issue reoccurred. There was no patient involvement.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.